Event description:
Post tendon surgery, pt heard a pop accompanied by pain while sitting. The initial response was that the tendon had come away from the bone. The pt was taken back to surgery and the anchor was found to be dislodged from the bone, still attached to the tendon. Posterior tibial tendon dysfunction. Therapy dates: (B)(6) 2016.